Event description:
Pt was re-operated on to control bleeding 2 hours after completion of multiple vessel bypass surgery. C-port anastomosis device was used to create 2 of the distal anastomoses. During re-operation, additional stitches were placed in both c-port anastomoses and other sites were cauterized for small bleeders. Add'l blood products were given to achieve hemostasis. Pt doing fine post-op day 2. Date was originally reported as (B)(6) 2006. Manufacturer's report number was inadvertently not included.

Manufacturer narrative:
Device was not returned for evaluation. No remedial action taken at this time. Reported bleeding or oozing is a known risk in general CABG procedures involving intermittent clips or sutures. It is unclear that this event is related to c-port clip formation or device performance. Cardica representative observed the case and reported that the c-port devices performed according to specification. Lot history record review indicates that there were no anomalies attributable to this lot of product. One hundred percent were tested and inspected for clip formation prior to release. This is the 2nd report of re-operation due to bleeding post CABG procedure. Follow-up with cardica sales representative regarding surgeons standard of care. Sales representative regarding surgeons standard of care. Sales representative will discuss surgical practices with surgeon. This event was reported from one source and is being reported in good faith.